Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones and a review by technical services (ts) determined the beeping is caused by apparent right atrial (ra) lead impedance out of range. The patient was referred to the clinic. Additional information provided indicates the patient has been seen in-clinic and the beeping tones regarding the out of range ra lead impedance has been turned off. No further issues have been observed since then. The patient will continue with normal follow-ups. The crt-d system remains in service. No adverse patient effects were reported.